Event description:
Diabetes educator reported, customer was hospitalized for diabetes ketoacidosis. Customer stated battery was low and pump did not alarm, also stated that she was vomiting prior to hospitalization. No further details provided at time of call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.